Event description:
It was reported that smiths medical, trach tube had a cuff leak noticed over a week. Trach change was done to resolve issue. Old trach was tested and found to have a leak. No adverse patient effects were reported.

Event description:
Follow up regulatory for region us of complaint: (B)(4).

Manufacturer narrative:
Other text: returned device was received for evaluation. During the evaluation of the device no leakage could be found. The customer reported condition was not confirmed. No fault found. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.